Event description:
It was reported that the catheter broke approximately 3mm from hub as it was being pulled from the femoral vein following a cardiac ablation procedure. The entire catheter was removed without incident or harm to the patient.

Event description:
It was reported that this stockert was received in the warehouse (at the customer site) for preventive maintenance to be performed. When the unit was opened, a note was found inside the case stating that this unit had been involved in an injury where the patient had a burn. No further detail is available.

Manufacturer narrative:
Multiple attempts to obtain more information had been made, however no details could be provided, such as date of incident/ degree of skin burn/ medical intervention/ indifferent electrode (brand and size) used during the procedure/ patient's updated information, etc. The only additional information provided was that the ep lab personnel stated that the burn was not noticed until the patient had left.investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.(B)(4)

Manufacturer narrative:
(B)(4). This generator was returned for preventative maintenance and a note was found inside the shipping container stating that the unit had been involved in an injury where the patient received a burn. No additional information was provided. The generator was returned to the manufacturing site for analysis. No defects or errors were found. Preventative maintenance and full functional tests were performed and passed. The device history review was performed. No anomalies were noted in manufacturing or service of this device.